Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) instrument associated with this complaint and completed investigations. Failure analysis (fa) investigations did not replicate nor confirm the customer reported complaint. A visual inspection was conducted and the vse instrument displayed no signs of physical damage at the distal or proximal end of the instrument. The conductor wire and snake wrist cable were securely intact. All 7 ceramic dots were installed inside of the vse jaws and there was no damage to the snake wrist. The blade was manually extended and retracted without any issues and there was no damage to the blade. The vse instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions on several attempts. The vse instrument was fully functional with no problems detected. The system logs show that the vse instrument in question was installed 1 time and passed homing. There were 26 cut complete events and 3 jaw angle open events noted, indicating that the vse jaws were open too far to allow cutting operation 3 times. The e-100 generator logs show 35 seal events with no errors. The system logs show no related errors. The instrument was used for approximately 32 minutes.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument did not fully seal an unspecified vessel which resulted in additional bleeding. The following information is unknown: the blood loss volume associated with the bleeding and what specific surgical intervention (if any) was rendered due to the complication. The procedure was completed as planned. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.